Manufacturer narrative:
(B)(4). H10: arcos con sz c std 60mm. Item: 11-301303. Lot: 66188467. Biomet 36m cocr head. Item: 11-363662. Lot: j7813132. G2: foreign ¿ australia . H6: proposed component code: mechanical (g04) ¿ stem . No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a stem revision approximately 12 weeks post-implantation due to disassociated bone on the stem. The stem construct was removed and replaced. No additional information available for the reported event.